Event description:
Event reported from a post-market clinical program: a facility reported a bactiseal peritoneal catheter and a bactiseal ventricular catheter (ID 823073) were implanted on (B)(6) 2022. On (B)(6) 2022, the patient reported discomfort at the abdominal incision site with clear fluid discharge. An abdominal CT scan revealed subcutaneous displacement of the peritoneal end of the catheter. A peritoneal catheter repositioning surgery was performed on (B)(6) 2022. Postoperatively, the abdominal incision healed satisfactorily, and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal ventricular catheter (ID 823073) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.